Event description:
It was reported that the patient presented in clinic with qrs oversensing due to wide qrs. No programming changes were made since the issue was not interfering with pacing. Patient will continue to be monitored routinely. Patient was stable.